Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 3 bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill during use. The following information was provided by the initial reporter: material no. 363080, batch no. 9065740. It was reported that tubes had draw volumes that were above the specification. Tested on may 25, 2018. Update info: # of tubes affected is 3 of 30; max draw 1.996ml. Tubes were drawn using the r&d lab automated draw system with water. Draw system is primed (filled with water) so no discard tube is required. Per email: during r&d testing in franklin lakes, we identified some tubes that had draw volumes above the specification. The catalog # & batch information is: catalog # batch # test date data review date 363080 9065740 25 may 2018 4 sept 2019

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill during use. The following information was provided by the initial reporter: material no. 363080, batch no. 9065740. It was reported that tubes had draw volumes that were above the specification. Tested on may 25, 2018. Update info: # of tubes affected is 3 of 30; max draw 1.996ml tubes were drawn using the r&d lab automated draw system with water. Draw system is primed (filled with water) so no discard tube is required. Per email: during r&d testing in (B)(4), we identified some tubes that had draw volumes above the specification. The catalog # & batch information is: catalog #: 363080, batch #:9065740, test date: 25 may 2018, data review date: 4 sept 2019.